Event description:
Customer reports, they were unable to deflate a foley catheter balloon. A urologist was called to come in and remove the foley. It is unk how the catheter was removed.

Manufacturer narrative:
Reference MFR complaint #tj1998-3-10-87. No samples were returned for eval. No lot ID info was provided: therefore, no lot history examination was possible. We will reopen the complaint if samples become available.